Event description:
A (B)(6) old female pt called zoll customer support to report adjust belt alarms and that her battery would not hold a charge. The pt was issued a replacement monitor and battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. Upon investigation the white wires on the auxiliary board were loose. The root cause of the loose wires could not be positively identified. Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery won't hold a charge) has been confirmed. Upon evaluation, the battery pack was found to have a bent pin in the connector. Pin 4 was bent and prevented the battery from successfully communicating with the charger/monitor. The root cause of the bent pin cannot be positively identified but may have resulted from bumping or dropping the pack on a hard surface. No adverse event resulted from the loose white wires on the monitor or the bent pin on the battery pack. The pt received a replacement monitor and battery pack. Device manufacturer date: monitor sn (B)(4). Battery pack sn (B)(4): 02/01/2008.